Manufacturer narrative:
Date sent to the FDA: 04/23/2021. Additional h6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number am8428, and no non conformances / manufacturing irregularities were identified. Additional information was requested, and the following was obtained: we had to incise next to the episiotomy already performed on 5mm and on the area where the needle came out, a few mm on the perineum. Undesirable consequences: the patient will be reviewed postpartum by a doctor at 6 weeks, but in the immediate postpartum period, the patient was quite "upset" about the situation and raised a lot of questions. She did not want to see our teams of psychologists. How was the needle grasped and how was control lost of the needle during initial surgery?- 1/4 on the side of thread insertion. Was the needle retrieved successfully during re-operation? - recovered in the operative field under ultrasound and by chance while trying to palpate it, it pointed under the skin what is the current condition of the patient? - unk, the patient is at home. The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the needle grasped and how was control lost of the needle during initial surgery? Was the needle retrieved successfully during re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the current condition of the patient? Would be the device returned for evaluation? Device return follow up status? Additional information was requested, and the following was obtained: was the ¿initiated suture removed and retrieved the needle¿ performed during same initial surgery on (B)(6) 2021? Or was the patient brought back to or again in order to remove the needle? The needle was removed during another procedure the same day.

Event description:
It was reported that the patient underwent an episiotomy procedure on (B)(6) 2021 and the suture was used. It was reported that the needle pulled off during suturing. The needle got stuck in the patient's buttock muscle and requires a surgical intervention to remove it. Initiated suture removed and retrieved the needle. The needle was removed during another procedure the same day. Additional information has been requested.